Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a carotid angiogram a 6f angioseal sts plus was deployed. Within 2 hours, the pt complained of leg pain and pulses were reported to be diminished. The pt was placed on heparin overnight an angiogram was performed the next day. A complete occlusion of the right femoral artery was diagnosed, and the pt underwent an atherectomy of the right common femoral artery. The pt was reported to be recovering.